Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the flushing port came off the vizigo¿. It was reported that the "flushing port" came off the vizigo sheath in the middle of the case, and blood started leaking back everywhere. The vizigo sheath was replaced, and the issue resolved. The procedure continued. Additional information was received on 14-dec-2021. It was reported that there was no physical damage on hub that the team could see. During sheath and catheter manipulation, it may have been twisted off as it seemed to continuously get tangled. The flushing port broke at the connection with the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 10 ml at the most. The issue did not require percutaneous, surgical removal or medical intervention. The sheath was just exchanged. No adverse patient consequences were reported. This event was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 50000035 number, and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the flushing port came off the vizigo¿. It was reported that the "flushing port" came off the vizigo sheath in the middle of the case, and blood started leaking back everywhere. The vizigo sheath was replaced, and the issue resolved. The procedure continued. Additional information was received on 14-dec-2021. It was reported that there was no physical damage on hub that the team could see. During sheath and catheter manipulation, it may have been twisted off as it seemed to continuously get tangled. The flushing port broke at the connection with the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 10 ml at the most. The issue did not require percutaneous, surgical removal or medical intervention. The sheath was just exchanged. No adverse patient consequences were reported. This event was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).